Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 400 mg/dl, and the meter bg reading was 45 mg/dl. Reportedly, due to the inaccuracy, the customer bg lowered to 42 mg/dl. The customer consumed carbohydrates to address the bg. Due to the low bg, the customer reportedly lost consciousness while driving and subsequently crashed. Emergency medical technicians (emt) arrived and verified the customer's bg level. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.